Manufacturer narrative:
The report of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review and functional testing. The root cause for the reported complaint was due to the switch lever being non-parallel to the switch. The belt clip switch assembly was adjusted to a parallel position to remedy the error. No physical damage was observed on the autopulse platform during the visual inspection. The autopulse platform failed initial functional testing due to user advisory (ua) 12 error message displayed upon powering on, thus confirming the customer reported complaint. The lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in user advisory (ua) 12 error as expected. After readjustment of the switch lever and verification using a standard belt test clip aid, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the final testing without any error or fault. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.